Event description:
A healthcare provider for a clinical study reported the patient had undesirable change in stimulation, noting zaps between her legs and toes when sitting on a metal bench. The event was ongoing and no actions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.